Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and oversensing. A lead fracture was suspected. The lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.